Event description:
The customer observed smoke being emitted from a dimension rxl max with hm instrument heat torch. There was no report of injury to staff, damage to property or impact to patients.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined the smoke was observed during the time when the instrument displayed a slow heat torch warm up error. The cse checked the air compressor fuse and tubing. The cse replaced the air compressor, air filter vent and interconnect tubing. The cause of the smoke being emitted from the system heat torch is unknown. The cse successfully ran a system check and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.